Event description:
A customer reported a malfunction on their insulin pump, displaying malf 9. There was no adverse impact to the customer's blood glucose level. The customer reset the pump independently and was informed by technical support that a replacement pump with updated software would be sent. Steps for returning the faulty pump and instructions for setting up the new pump were provided, and the customer acknowledged understanding these steps.